Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), experienced chest pain and syncopal episodes (passing out). Boston scientific technical services (ts) referred the patient to their physician. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Subsequently, boston scientific received information that this patient died approximately 10 months later. There were no allegations or complaints against the device's operation or functionality. The device was received in return products in (B)(6) 2012.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinic was contacted and a request was made for additional information.

Manufacturer narrative:
To date, no additional information has been received from the clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.